Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope/near syncope. Interrogation showed the patient had experienced a spontaneous onset of fast ventricular rate of 261 beats per minute. A failed shock was delivered by the implantable cardioverter defibrillator (ICD), and anti-tachycardia pacing (atp) accelerated the rhythm to a dysrrhythmia. The patient received another shock that restored the rhythm to the regular rate. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.